Event description:
The consumer alleges when he took his hand off the joystick, the right motor went in reverse at full speed while the left motor stayed locked, causing the chair to spin, and the consumer fell out of the chair onto the floor, and allegedly fractured his left hip and obtained a wound requiring stitches.

Manufacturer narrative:
No serial number has been provided. Chair is allegedly 8 years old. Repair and maintenance history is unknown. Consumer reports he was not wearing his seat positioning strap at the time of the alleged incident. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred, or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on serious alleged injury.